Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma getting worse. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged asthma getting worse. The event is assessed as not related to recalled device in this case. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. A white dust-contaminant was observed inside the iso port of the rear panel. A hair like particle was observed on the front panel. An unknown contaminant observed on the bottom enclosure, the blower, blower seal and the blower box. A hair like contaminant present on the bottom cover. The heat shield was observed to have discolouration to it. An unknown dust contaminant was present on the heater plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation section h6 (medical device code,type of investigation, investigation findings, investigation conclusions) were updated in this report.

Manufacturer narrative:
Additional information was received on nov 13, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged of having asthma getting worse. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was made blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.